Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no device returned for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The reported event of the sealant exposed prior to use was caused by the device being pulled back out to examine during procedure. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the device was prepped. The doctor had trouble inserting the mynx vascular closure device, he pulled the device out to examine and part of sealant was exposed. The device was then discarded and another mynx vascular closure device was deployed successfully. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/ procedure due to the sealant being exposed before deployment. Procedure type: intervention sheath size: 6f vessel type: arterial.